Manufacturer narrative:
When the lead revision information is obtained, this event will be updated.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this right ventricular lead revealed noise recognized as ventricular tachycardia. Oversensing causing pacing inhibition was noted. It was thought the noise was due to external sources, however may have been myopotential noise. Attempts to replicate the noise were unsuccessful. Impedance measurements have decreased, however remain within normal limits. The sensitivity and pacing outputs were reprogrammed. In addition, the device was reprogrammed; the duration of the ventricular tachycardia zone was reprogrammed to avoid inappropriate therapy. As the patient with this system is pacemaker dependent, a follow up visit is scheduled in the near future. No adverse patient effects were reported.

Event description:
Additional information was received. The device was programmed to vvi 40 pacing mode. Three episodes revealed pacing inhibition. One episode revealed asystole lasting four seconds. It was thought the noise was compatible with external electromagnetic interference, possibly the television remote control.

Event description:
Additional information was received. During a follow up visit, holter monitoring revealed the pacing inhibition occurred during diaphragmatic myopotentials. A lead revision procedure will be performed in the near future.